Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. While the device was being advanced into the left main artery, the physician had the transducer running. The transducer twisted and bent inside the catheter and the device could not be pulled back into the guide catheter. All devices, the guide, guidewire, and opticross catheter, had to be removed together. The procedure was completed using an alternate device. There were no patient complications.